Event description:
Related manufacturer reference number: 3006705815-2021-02549. It was reported that the patient was not having adequate therapy due to migration. Patient reported kneeling down, standing up and having a pulling sensation, resulting in ineffective therapy. X-ray confirmed lead migration. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was repositioned back to its location on (B)(6) 2021. The patient has effective therapy post operatively.